Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The generator passed all performance and functional tests. Upon service completion, the unit was tested for safety and functionality and was found acceptable. This issue will continue to be monitored. A DHR review for stockert 70 rf generator, catalogue # s7001, serial # (B)(4), was performed and no anomalies were noted in manufacturing or servicing of this equipment.

Event description:
The facility reported that during a cardiac ablation procedure, using the generator in temperature control mode, they set the limit to 65 c but the temperature read on the generator was about 70 c and the generator didn't stop or provide any warning alarm, they had to stop it manually.